Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for serial number for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to unspecified functional failure include, but are not limited to: (1) there could have been a power surge to the controller which could have caused the controller not to work. (2) there may have been a loose power connection or interference between other devices. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery on the shoulder joint using the quantum 2 controller, twitching of the shoulder was observed. The procedure was successfully completed without delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.